Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary customer returned (1) loose 1cc, 12.7mm syringe. Customer states that the root of the needle was damaged. The returned syringe was examined and exhibited a damaged barrel tip. Unable to perform DHR check hub damaged due to unknown lot number. Investigation conclusion. Bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description unable to determine root cause of the damaged barrel tip. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that before use of the bd plastipak¿ syringe the needle hub was damaged missing. The following information was provided by the initial reporter, translated from japanese to english: the root of the needle was missing when trying to use the nurse.